Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient experienced syncope and it was reported that the right ventricular (rv) lead had become dislodged. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.